Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. It was noted that ipg was unable to connect to a remote control. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted will not be return as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.